Event description:
According to the complaint description, "after lasing 45 points from anterior to inferior wall, the assisting physician realized the red beam (laser) was leaking out of the optical fiber near the handle." The physician replaced it with a new catheter to complete the procedure.